Event description:
We received a report from a distributor stating that a pt using a mr850 respiratory humidifier with a pulmonetics circuit cardinal # 15091-103 (pediatric dual limb circuit with peep exhalation valve) with a pulmonetics ltv950 ventilator complained that the heater was not functioning properly. Upon inspection by the respiratory therapist, it was discovered that the cardinal heated wire circuit was melted and burnt all the way through. There was no injury to the pt and no damage to their property.

Manufacturer narrative:
No info to date. Results: based on the info received to date, fisher & paykel healthcare does not believe that the mr850 malfunctioned. Device used with incompatible equipment. Conclusion: our investigations are ongoing. No conclusion has been made.